Manufacturer narrative:
Continuation of d10: product ID 105-5096-000 (lot: b790717); product type: ; implant date n/a; explant date n/a product ID apb-3-6-3d-es (lot: 226843577); product type: ; implant date n/a; explant date n/a product ID apb-2-8-hx-es (lot: 229538938); product type: ; implant date n/a; explant date n/a product ID unk-nv-echelon (lot: unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the catheter resistance was within the proximal section, and the coil was stuck at the catheter hub. The implant coil was pushed smoothly out from the introducer sheath. The patient was undergoing treatment for neurointerventional minimally invasive surgery, intracranial arteriovenous malformation (avm) embolization, sm classification level 1. This is not an avm in an eloquent region. It was noted that the patient's blood flow was normal, and vessel tortuosity was moderate. The access vessel was the femoral artery and vein, with 6mm diameter. It was reported that a routine femoral artery puncture, 6f 90cm long sheath, successfully reached the c1 segment of the left internal carotid artery, apollo microcatheter successfully reached the blood supply artery of the lesion under the guidance of 0.008-inch mirage guidewire. Because the malformation mass was more complicated, it was planned to place two apollo catheters in different parts of the malformation mass for complete embolization. The first apollo was successfully in place, but the second apollo felt obvious resistance between the guidewire and the apollo under the guidance of the guidewire. There was no way to put the guidewire into the apollo. After repeated attempts, no success was achieved, so the apollo had to be withdrawn, and a new apollo was launched. This time, the above problems did not occur, and both apollos successfully reached the lesion site. It was noted that due to a large blood flow, the operators planned to fill the coils and use the pressure cooker technique, coil with onyx embolization. First, the arterial end was punctured again, and an echelon catheter was inserted on the other side. The coils were filled, and the pressure cooker technique was used. However, when filling the coils apb-3-6-3d and apb-2-8-hx, the coils got stuck in the echelon, and there was no way to fill them smoothly. The other coils did not have any stuck problems. Among them, apb-2-8-hx could not even push out the introduction sheath, and it was very astringent. The other coils were successfully implanted without any problems. The subsequent conventional multi-catheter technique, filling the coils and applying glue through each microcatheter in turn, went smoothly without any problems, and the operation ended smoothly. However, when the oscillator was shaking the onyx glue routinely, one of the onyx suddenly exploded for no reason. The specific reason was unknown, and it was the only one that exploded. It was unknown whether the coils and the catheters were damaged. The angiographic result post-procedure showed that the blood vessels were normal, and the abnormal deformity was embolized. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for u se (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include an onyx 34 and onyx 18 liquid emboli, two apb-4-10-3d-es coils, two apb-3-8-3d-es coils, two apb-2-4-3d-es coils, mirage 0.08 inches guidewire, echelon10 microcatheter , apollo microcatheter, guide catheter, 6f 90cm long sheath.

Event description:
Additional information received reported the resistance was in the proximal section of the catheter. Visual inspection revealed no a bnormalities in the coil or catheters. There was indeed resistance. It felt like it's either clogged or very sticky and had a strong resistance. The onyx was shaken on an oscillator for approximately 30 minutes. The vials were not connected to any delivery system or pressure lines at the time of the explosion. The vial simply exploded during shaking. Visible glass damaged. The onyx was stored at room temperature.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.